Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 400mg/dl due to a bent cannula. Customer indicated they had hard skin and this may have caused insertion issues. Troubleshooting advised customer on proper insertion, taping and site techniques. Troubleshooting also advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined high blood glucose troubleshooting and indicated that they will return the infusion set for analysis. No further details given.